Event description:
Reporter alleged obtaining a discrepant blood glucose result of 252 mg/dl back to back with a result of 120 mg/dl on the active s system when testing was performed within 10 minutes. Reporter indicated that 15 minutes prior to obtaining the results, she had obtained a result of 60 mg/dl, felt hypoglycemic and self-treated with food. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.